Event description:
It was reported that during a hip arthroscopy procedure (B)(6), the physician was using an ambient hipvac 50 arthrowand. The wand was used for approximately 30 - 45 minutes during which it was inserted and extracted through the pt portal multiple times, damaging the insulation around the shaft of the device. The physician believes that fragments from the sheath of the wand may have fallen into the joint space. Prior to closing the surgical site, the physician examined the area arthroscopically and flushed the site with several liters of saline; however, the physician could not confirm whether or not any of the device fragments remained in the pt. The pt was reported as healing well.